Event description:
Patient with left ventricular assist device (lvad) therapy for 14 months presents with first hospitalization for driveline infection + abscess. Patient required surgical drainage of the abscess. He was discharged with IV antibiotics and a vacuum assisted closure (vac) dressing.